Event description:
It was reported that the user experienced hyperglycemia while the ilet was recently reconnected and the dexcom g7 cgm was in warm-up; a capillary fingerstick showed a high reading and the user entered a bg value over 400 mg/dl into the ilet, with no symptoms reported. Investigation included technical support troubleshooting and user education on cgm status verification and manual bg entry during sensor warm-up. Further investigation of this case revealed that hyperglycemia occurred with the cgm not yet providing readings, and the device functioned as designed. Symptoms included no clinical manifestations associated with hyperglycemia. Outcomes included no injury, no required medical intervention, and no hospitalization. It was concluded that the cause of the hyperglycemia was unclear and that the device did not exhibit a malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.